Manufacturer narrative:
This report is being filed to correct field: a1: patient identifier from the previous report.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a wound infection at the device pocket incision area two weeks post implant. The patient was hospitalized for intravenous antibiotic treatment. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a wound infection at the device pocket incision area two weeks post implant. The patient was hospitalized for intravenous antibiotic treatment. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.